Event description:
The customer reported the ventilator was alarming due to a high oxygen supply pressure occurrence. The customer reported the device was in use on a patient and there was no patient harm. When the measured oxygen inlet pressure is greater than 92 psig, the high oxygen supply pressure alarm shall be annunciated. When the high oxygen supply pressure alarm is active, the oxygen valve closes and the ventilator continues to ventilate with air only. Loss of the oxygen source can be detrimental to a patient during normal ventilation use. As the device was out of warranty, the hospital biomedical engineer contacted manufacturers product support (pse) and reported the clinician was switching form the wall oxygen source to oxygen cylinder source when the reported problem occurred. Pse advised the customer complete a performance verification test. The biomedical engineer reported he was unable to duplicate the reported problem during further testing. The biomedical engineer reported he was unable to find the oxygen cylinder that was in use at the time of the reported problem, and stated the reported problem was likely due to pressure that was not released when the user switched from cylinder back to wall oxygen sources.

Manufacturer narrative:
Device out of warranty; no request for manufacturer's service.